Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open ventral hernia repair on (B)(6) 2012 and mesh was implanted. Then the patient underwent an unknown procedure on (B)(6) 2014 due to an unrelated bowel obstruction. During the procedure, it was noted that the perimeter of the mesh was intact with sutures in the fascia and the majority of the middle of the mesh was dissolved. The surgeon removed the mesh and a strattice mesh was implanted. Additional information has been requested.